Event description:
The following has been reported by customer: the customer reported that the following error message is displayed: error 99-0420 abnormal power off. No patients were involved. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
The device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the membrane was worn out but this is not related to error 99. No repair information is related to the reported event as per provided quality control certificate, no dysfunction of the device could be found. According to provided repairs information, the reported event could not be reproduced and all functional tests were compliant as per quality control. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.